Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is approximately more than 15 years old, the device history record was unable to be reviewed. The specific manufacturing date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the power switch light-emitting diode (led) and protective cover damage was caused by a broken power switch, and the tubing was possibly contaminated with foreign material from the defective endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during reprocessing, their maintenance unit would not accept a leakage tester due to the connection being too loose. What the customer described as ¿the little curly adapter¿ vibrated out of the unit due to a failure of the unit itself to connect to the leakage testers. Upon inspection and testing of the returned unit, it was discovered that the power switch was broken, and the air/water/suction tubes were dirty inside. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the power switch was broken, and the air/water/suction tubes were dirty inside. The power switch's light emitting diodes (led) would not light up, and the protective cover was cracked with its plastic cap torn off. The customer's originally reported issue was confirmed; the air gauge got loose at times due to a worn out connector socket & air joint unit. The following additional findings were also noted: air pressure low due to faulty air pump unit, alternating current (ac) inlet at the reas of the device was worn out, one suction foot was missing at the bottom and the other three had weak suction force, and main chassis was rusted inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.